Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.

Event description:
Customer reportedly received results of 12 mg/dl, 13 mg/dl, 14 mg/dl, and 70 mg/dl on compact plus system 1 and result of 80 mg/dl on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.